Event description:
It was reported that during an acculink stenting procedure in a de novo, heavily calcified, internal, right coronary artery, the patient experienced bradycardia. Common medications, neosynephrine and midodrine, were given and the symptoms resolved on (B)(6) 2012 without an adverse patient sequela. During and after an acculink stent was implanted, the patient experienced hypotension. Common medication, neosynephrine, was given as treatment and the hypotension resolved the next day. The lesion pre-stenosis was 95% and post-stenosis was 40%. The patient was discharged home on (B)(6) 2012. There was no adverse patient sequela reported or no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.